Event description:
A male patient underwent a therepeutic ercp procedure with placement fo a metal biliary stent. After successful stent placement, an area close to the pappila was determined to have a potential risk for bleeding. A resolution clip device was inserted and deployed to this area. Immediately upon deployment,the clip was noted to have opened and detatched from the intended site.the procedure was successfully completed utilizing a argon plasma coagulation unit.the patient did not sustain any known complications as a result of the deployment issue.